Event description:
It was reported the patient had a bilateral tmj replacement done in (B)(6) 2009. In (B)(6) 2010, a revision surgery was performed where it was discovered the screws in the left joint were loose and no longer fixating the implant. The left joint and screws were removed.

Manufacturer narrative:
Review of device history records show that lot released with no recorded anomaly or deviation. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. As there were two different part numbers of screws implanted and explanted, also see MDR 1032347-2010-00163.